Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the specific instructions for how to properly handle the subject device. It is recommended that the customer adhere to those instructions to prevent similar device issues in the future. Based on the results of the investigation, a definitive root cause could not be determined. However, it is presumed that repeated stress, external factors, or aggressive handling of the device lead to the image sensor being damaged ¿ resulting in the reported image failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image due to damage to the charged coupled device unit. There were no reports of patient involvement.